Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the incorrect correction factor setting was entered into the pump. The customer gave a manual injection to address bg.